Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria, so a full recapture was planned. The shoulders of the device were recaptured with no issues, but multiple attempts were need to bring in the feet of the device. Th device was stuck on a part of the appendage. Eventually after multiple attempts the physician was able to fully recapture the closure device. A second new closure device was used to successfully complete the procedure. There were no other issues that occurred and the patient is doing well following the procedure and these events.